Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A pharmacist from the hospital reported the following event : "we inform you that a declaration has been made concerning a hip replacement placed in 2001. The ceramic head and cup were fragmented. The surgeon performed a repeat on 1"'' (B)(6) 2019. The abg il ha stem has been preserved. A recovery head with metal sleeve has been installed. The insert and cup have been replaced, the "implanter" establishment was unable to provide me with the references of the head and cup because the installation was too old."